Event description:
Plate was implanted in 1999 in pt's right ankle. Pt was to be totally non-weight bearing in a nursing facility. Pt was reportedly non-compliant and walked. Plate was noted as broken on x-ray taken 1/10/2000. Plate was removed and replaced in 2000.